Event description:
It was reported that during unrelated generator replacement procedure, externalized conductors were observed on the lead trough x-ray. The lead was working normally with no abnormal electrical values. The lead was left implanted and connected to the new ICD. All parameters were within normal values. The patient was in stable condition before, during and after the procedure.